Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Customer declined troubleshooting with tandem technical support. Tandem technical support guided the customer through adjusting the pump date. Customer's blood glucose level was in the 200 mg/dl range.